Event description:
It was stated that the customer was hospitalized for low blood glucose levels. It was stated that the customer had been hospitalized for the same reason one month prior. The customer was not present to troubleshoot the insulin pump at the time of call.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.